Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.

Event description:
It was reported that this pacemaker system initially exhibited noisy signals on stored non-sustained ventricular tachycardia (nsvt) episodes. Upon further review, technical services (ts) determined that oversensed signals were found on the nsvt episodes with the noisy signals occurring from electromagnetic interference during an ablation procedure. Ts recommended to continue monitoring the patient and this system. No adverse patient effects were reported. This pacemaker system remains in service.